Event description:
It was reported that during central processing, the tip of the prograsp forceps instrument broke off. There was no report of patient involvement.

Manufacturer narrative:
The prograsp forceps instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
The prograsp forceps instrument was analyzed and found to have a broken grip at the midpoint of grip for axis 6. A piece measuring approximately 0.777" x 0.204" was found to be broken off. The broken piece was not returned. Components such as idler pulley adjacent to this broken grip showed no damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.